Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 700 mg/dl with ketones. Customer did not receive treatment in the ER and was only monitored. Customer was released from the ER after 4 hours. Upon being released from the emergency room, the customer was ¿feeling worse¿ and was ¿very sick¿. Customer consumed crackers in the ER, which reportedly caused bg to rise. Reportedly, the pump supplies were in use for over 1 week. Tandem technical support educated customer regarding cartridge/insulin labeling. The pump supplies were changed to resolve the reported issue.